Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug (no time - no time to ask n/a at no time - no time to ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient went scuba diving below 33ft/10m and when they came in for a refill today, they were only able to put in a max of 33ml in a 40ml pump. And wanted to know if the pump was damaged. The technical services (tss) stated that x-ray could confirm any physical deformation and scuba diving guidelines. The rep unable to confirm what volume pump had in it before patient went diving. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the refill issue was that the patient went scuba diving and it impacted the capacity of the pump. It was reported that the pump capacity was now permanently damaged. The pump was still working it just has a reduced capacity from 40cc to 33cc. The patient was reminded to fill the pump fully if they plan to scuba dive deep. The patient's weight at the time of the event was unknown. Additional infor mation received from a healthcare provider (hcp) and company representative (rep) reported that due to the scuba diving decreasing the reservoir capacity of the patient's pump, it was replaced on 2024-11-20. The issue was resolved.

Manufacturer narrative:
H3. Pli 10. Visual inspection identified the outer shield was concave which is consistent with damage caused by off label activity. Pli 20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.